Event description:
It was reported that "the surgeon tried to punch a hole in the aorta using an aortic punch sku dp-44k batch no. 74c2301895. But the item got caught in the blood vessels and did not make the cut properly. Finally had to cut around the item and achieve the desired result. The patient was not harmed, the operation time was not significantly extended. No additional item was taken either from this batch or from another batch".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). One sample was received without original packaging and was received with the tip stuck; after releasing the tip a tissue and residues was observed on the tip. The rest of the samples (6 pieces) were received in their sealed pouch. After first visual inspection the punch was disassembly. No gaps were observed between core and blade. More residues (tissue) were observed in the core (internal section). After punch disassembly, it was cleaned and assembly again (without handle, spring, & top cap). No jammed issue was observed, the punch moved freely. Customer complaint cannot be confirmed based on the following: the unit was received without its original packaging and the tip stuck, but the punch could not be operated, it was jammed. The punch was disassembled, and residues (tissue) were found in core, after cleaned it no jammed issue were observed. The IFU specify states "remove the excised tissue before additional openings are created". It is unknown if this step was performed during use. During functional test (with the core cleaned) no issues were found. Additionally, all dimensional testing was within current specs. Also, for the 6 samples no jammed issue were observed, the punch moved freely. However, manufacturing and qa personnel were notified and aware of this situation the root cause of this complaint is undetermined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the surgeon tried to punch a hole in the aorta using an aortic punch sku dp-44k batch no. 74c2301895. But the item got caught in the blood vessels and did not make the cut properly. Finally had to cut around the item and achieve the desired result. The patient was not harmed, the operation time was not significantly extended. No additional item was taken either from this batch or from another batch".